Manufacturer narrative:
The complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. The sterling over-the-wire balloon catheter was advanced to the lesion and upon the first inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with another of the same. There were no patient complications reported and the patient's condition is reported as "good".